Event description:
It was reported that the patient's atrial lead was exhibiting far r-wave oversensing. X-ray imaging showed that the lead was dislodged. The lead was repositioned successfully on (B)(6) 2023. The patient condition was stable.